Event description:
It was reported that during a total abdominal hysterectomy the device would not staple or cut and the firing handle would not open. The case was completed with a similar device with no pt consequence.